Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor error, sensor wire was missing. X-ray of pt's leg showed that sensor wire was still underneath skin, shaped like a hook. Sensor was removed and incision was stitched. Pt was released the same night and is reported to be doing fine at the time of his father's call to dexcom technical support.